Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a coronary artery procedure, the xience alpine was pressurized but failed to inflate. The device was removed from the anatomy without reported issue. The procedure was completed with another stent. No patient effects occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided, a definitive cause for the reported inflation issues cannot be determined. The investigation was unable to determine a conclusive cause for the reported inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.